Manufacturer narrative:
Concomitant medical products: c4tr01 crt-p, implanted: (B)(6) 2013; 4296-78 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with highly symptomatic bradycardia and it was noted the right atrial (ra) lead had dislodged. The lead was cut and partially removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.